Event description:
The customer reported that the 9900 system was not displaying images and had to intermittently reboot. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. No pt or staff injury was reported.